Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, and the lens was torn during delivery into the eye. The lens was removed with no apparent injury and another same model/diopter lens was implanted. The lens exchange resolved the problem.

Manufacturer narrative:
Correction data: patient's age at time of event (B)(6) is incorrect, correct age is (B)(6). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visible inpsection found lens haptic torn, and there was foreign material on lens surface specified as dried, discolored material. (B)(4).